Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event to 62 mg/dl for approximately one to two hours after eating without a meal announcement while using the ilet started earlier in the week; the user had recently performed a fill tubing while disconnected and reported no recent setting changes, no use of backup insulin, no exercise, no cgm calibration, and no alarms or alerts. Symptoms included fatigue. Outcomes included self-management with food intake and no medical intervention, no assistance, and no hospitalization. Investigation included complaint intake review and assessment of user-reported operating conditions and behaviors, including adaptation period, meal announcement practices, recent fill tubing while disconnected, and insulin type. Investigation of this case revealed that the low glucose was consistent with missed meal announcement during early adaptation, which can result in relative overdelivery when unannounced carbohydrate is followed by algorithm-driven insulin based on sensor trends. It was concluded, based on previously established findings for similar reports, that user-related factors during the adaptation period and a missed meal announcement were the most likely causes.